Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer and evaluated the au 680 chemistry analyzer. Cts guided the customer to replace the sample probe and r1 reagent syringe. After replacement of the parts, the sample was repeated with results considered correct, and the issue was resolved. (B)(4).

Event description:
A customer reported the generation of erroneous low direct bilirubin results for one patient sample on their au680 chemistry analyzer. The sample was repeated on an alternate analyzer with results considered correct by the customer. There was no report of a change in patient treatment in association with this event.